Event description:
It was reported that the hand piece for battery powered driver was either slow or not working. When the product was being evaluated by the manufacturer, it was noted that the device was running continuously. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: lot 004316: a service history of the past three years has been reviewed. The item was previously returned for service on january 17, 2014 due to electronic control damage. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable, runs slow. The previous service condition of electronic control damage is not relevant to the current complained issue of the device is inoperable, runs slow. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device was running slow. The repair technician reported the device was running continuously and the housing was damaged during disassembly. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.